Event description:
The customer complained of a device that was observed to have a flashing service wrench indicator. When tested, the device failed to function.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be cold solder connections to several leads on the digital signal processor on the main circuit board assembly. A replacement device was provided to the customer.